Manufacturer narrative:
The customer's complaint was confirmed during in-vitro testing and during the review of in-vivo data. The sensor triggered a true led disconnect alarm as it was observed that the led experienced a crash in the early stage of the qc test. The system's self-test functions worked normally by disabling the sensor due to the detected performance failure and by triggering the ec 30 error. G3. Date received by the manufacturer?22 jan 2024. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 4203. H6. Investigation conclusions updated to 4307.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2023, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.